Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump received an alarm that stated "cartridge error"; however, customer was unable to verify the alarm or provide additional detail regarding the alarm. Customer loaded a new cartridge on to the pump and began charging the pump, and subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported blood glucose levels between 150-202 (mg/dl). Customer stated that they will revert to insulin injections for alternate insulin therapy.